Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint screw and sheath were received and evaluated. Visual inspection reveals the sheath is twisted and broken in multiple locations. The complaint can be confirmed. The reported complaint mentioned that the sheath was probably not fully seated and the bone quality was hard. This is the root cause for this failure, as not fixing the sheath properly, in hard bone, would result in the twisting action, once the screw in inserted. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that the surgeon went to use an intrafix tibial sheath and it has twisted and broke while he was using it.